Manufacturer narrative:
Concomitant medical product: d314drg, implant date (B)(6) 2013 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.